Manufacturer narrative:
Block h6: impact code f1001 captures the reportable event of cancelled procedure.

Event description:
It was reported to boston scientific corporation that an injection gold probe needle was used in the stomach during a gastroscopy procedure on (B)(6) 2023. During the procedure, the needle did not extend out from the catheter. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.